Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure the tip mechanism had difficulties opening. The physician opened the tip capture mechanism manually by using the bailout technique. The stent graft was implanted distal to the intended landing zone, resulting in a proximal type I endoleak. The physician implanted an aortic cuff to treat a type ia endoleak. No clinical sequelae were reported and the patient is fine.